Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the small intestinal videoscope exhibited an intermittent image. The issue was found during an endoscopic procedure. The procedure was completed with the same device. There were no reports of patient harm.